Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reropted that the customer experienced hypoglycemia during the night, following delivery of 10 units of insulin. He was treated with glucose. The customer did not remember giving himself the bolus. The customer's blood glucose was in the 20 to 29 mg/dl range. The customer was unsure whether he administered the bolus incorrectly or if it was an accidental bolus delivery. The customer was advised of the scroll wrap feature and the customer stated he did lower his maximum bolus amount. Medtronic had informed customers of the potential to deliver insulin through accidental button pushing and customers were given the option to have their insulin pump exchanged. The customer further stated he had a heart arrythmia. He further stated that his continuous glucose monitoring system did alert him when his blood glucose went low. Nothing further reported.